Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device has been received. Device not returned.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2016 with an elevated blood glucose level of 591 mg/dl and diabetic ketoacidosis. The customer's healthcare provider identified the ketone level as dangerous/life threatening. The customer was treated with intravenous fluid and was released on (B)(6) 2016. It was unknown what the cause of the elevated bg was. As this event had occurred in the past, tandem technical support was unable to troubleshoot to determine a possible cause of the elevated bg level.